Event description:
This is a spontaneous report by a nurse from (B)(6) of "patient made a mistake" and touch contamination and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient experienced a mistake and touch contamination. On (B)(6) 2010, the patient developed peritonitis. (B)(6). The patient was not hospitalized for the events and treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. It was unreported whether the patient was recovering from the mistake and touch contamination.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (gd875575) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Asr revision - left hip.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.